Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Event description:
The spring needs to be replaced. Update rec'd 10/08/2015- evaluation of the returned product verifies that the spring was missing as reported.

Manufacturer narrative:
The complaint states the spring needs to be replaced. The investigation confirms that the spring is missing from the device. Previous investigations have identified an issue with one of the tolerance stacks, and this has been rectified with the addition of a boss to the lever and modification of the spring capture so that the spring is much more difficult to remove. The change has been implemented via (B)(4). The complaint shall be closed with a justified conclusion; it will be entered into the complaint database and monitored through trend analysis.